Event description:
During preventative maintenance of the device, the user reported that the on/off switch for turning on flow did not work. The user turned the pump off and back on, and a "fail 6" error message occurred. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.